Event description:
This issue is with the pigtail IV set. The rubber inside the valve is not closing in the opening after use. The vacutainer is inserted, I withdraw blood but when I am done and try to disconnect the rubber inside is not recoiling and closing the valve, leaving blood to backflow. Manufacturer response for set, administration, intravascular, maxplus (per site reporter): unknown.